Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting unspecified oversensing that was causing pacing inhibition. The rv lead was explanted, and new rv lead was implanted. The patient was in stable condition.